Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the rad-97 device burned, smoked and the case melted while monitoring a patient. No patient impact or consequences were reported.

Event description:
The customer reported the rad-97 device burned, smoked and the case melted while monitoring a patient. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed holes and burn marks near the nurse call connector on the chassis. The nurse call cable was fused to the device and could not be removed. Due to the damage, the device was unable to be powered on for testing. The damage was located solely on the j11 connector and the surrounding circuitry. Components d7, d6, u8 and traces leading up to them were damaged. These components are part of the protection circuitry to avoid power surges propagating to the rest of the device. The damage to these components indicates they were subject to an external power surge greater than their operating range. There was no damage to the circuitry past the u8 component which indicates the circuitry performed its function of preventing further damage. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.